Event description:
Man approached nurse in (B)(6) and said there was a lady outside in a wheelchair that had her hand caught. Nurse went outside right away and there was a pt sitting in a wheelchair stating that her hand was stuck. Nurse was able to free pt's first, middle and ring finger with ease. Pt's pinky finger was caught under horizontal bar and between plastic piece, unable to free pt's finger went and got assistance from hospital associates. Hospital associates assisted pt to stand while nurse lifted up bar on wheelchair freeing pt's hand. Pt noted to have serious injury to right pinky finger.